Manufacturer narrative:
Corrected information in section g1 - contact office email

Event description:
The customer observed a falsely elevated architect total ¿-hcg result generated on the architect i2000sr processing module for multiple samples. (B)(6) 2023 initial result was 1422.30miu/ml and on (B)(6) 2023 the patient provided a new blood sample, and the test result was <1.2 miu/ml, the original sample was retested on the instrument and the result was <1.2 miu/ml. Another patient (B)(6) 2023 initial result 41.14 miu/ml, new sample test on (B)(6) 2023 was <1.2 miu/ml no impact to patient management was reported. Update: additional information provided on 11oct2023 from the customer. The following additional patient results were provided: (B)(6) 2023 a patient sample initial test result was 1038.11 miu/ml, and the retest result was <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect total -hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 45625fn03 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the architect total -hcg assay using worldwide data. Review shows that the median patient result for lot 45625ud03 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 45625ud03. In-house accuracy testing was completed using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the architect total -hcg assay for lot 45625ud03 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total -hcg result generated on the architect i2000sr processing module for multiple samples. (B)(6) 2023 initial result was 1422.30miu/ml and on (B)(6) 2023 the patient provided a new blood sample, and the test result was <1.2 miu/ml, the original sample was retested on the instrument and the result was <1.2 miu/ml. Another patient (B)(6) 2023 initial result 41.14 miu/ml, new sample test on (B)(6) 2023 was <1.2 miu/ml no impact to patient management was reported. Update: additional information provided on 11oct2023 from the customer. The following additional patient results were provided: (B)(6) 2023 a patient sample initial test result was 1038.11 miu/ml, and the retest result was <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Corrected information in section h6 type of investigation,investigation findings,investigation conclusions coding.

Event description:
The customer observed a falsely elevated architect total hcg result generated on the architect i2000sr processing module for multiple samples. (B)(6) 2023 initial result was 1422.30miu/ml and on (B)(6) 2023 the patient provided a new blood sample, and the test result was <1.2 miu/ml, the original sample was retested on the instrument and the result was <1.2 miu/ml. Another patient (B)(6) 2023 initial result 41.14 miu/ml, new sample test on (B)(6) 2023 was <1.2 miu/ml no impact to patient management was reported. Update: additional information provided on 11oct2023 from the customer. The following additional patient results were provided: (B)(6) 2023 a patient sample initial test result was 1038.11 miu/ml, and the retest result was <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total -hcg result generated on the architect i2000sr processing module for multiple samples. (B)(6) 2023 initial result was 1422.30miu/ml and on (B)(6) 2023 the patient provided a new blood sample, and the test result was <1.2 miu/ml, the original sample was retested on the instrument and the result was <1.2 miu/ml. Another patient (B)(6) 2023 initial result 41.14 miu/ml, new sample test on (B)(6) 2023 was <1.2 miu/ml. No impact to patient management was reported.